Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that he attempted to bolus, pushed the b button, and the numbers on the display began to scroll. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 135 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No scrolling numbers noted. No button error alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.